Event description:
It was reported that during a laparoscopic cholecystectomy/ appendectomy procedure, the device would not close all of the way and lock. The device was fired in which it cut but did not staple. The case was converted to open. No other information is available at this time. The patient was reported to be doing fine.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The device closed and opened properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.